Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by consumer via the company representative regarding a patient receiving baclofen (2000 mcg/ml at 1200 mcg/day) from an implanted pump. The indication for use was intractable spasticity and head/brain injury. On (B)(6) 2016 the patient presented with baclofen withdrawal symptoms. No environmental, external or patient factors led to the event. The patient was taken to the operating room on (B)(6) 2016 for exploration of the catheter. The surgeon was able to aspirate. It was noted that there was a large hematoma in the pump pocket. No revision occurred. The issue was resolved and the patient was alive with no injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.